Event description:
Right inguinal hernia repair was performed and the ethicon ultra pro 3 x 6 mesh lot # aa9jmmb0 was put in during surgery. Since the surgery has been performed, I have experienced extreme abdominal pain, testicle swelling, fevers, bowel complications. After the initial surgery of (B)(6)2009, I experienced a myocardial infarction on (B)(6)2009. I was told I had to wait at least 1 year before I could have any surgery to repair the problem with the hernia mesh. After waiting 1 year, I underwent exploratory laparoscopic surgery on (B)(6)2010 to determine if the hernia had reoccurred. It was determined that the hernia had not reoccurred, but I am still experiencing extreme abdominal pain with swelling of the testicles and fevers. I have investigated problems with the hernia patch being recalled for defects. There have been previous recalls of similar products but to date have not been able to determine if a recall has been addressed for the ethicon ultra pro mesh. Dates of use: (B)(6)2009-(B)(6)2010. Diagnosis or reason for use: right inguinal hernia repair.